Event description:
Received an implant form stating that this lead and another model 4320 lead, serial number 015501. Were removed from service because of "oversensing." Both leads were capped and remain implanted. Implanted-6/12/92. Removed from service-7/21/95. Total implant time-37 mo.